Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the cannula was sticking in the wrong part of the skin and that the pink slide did not move forward; this indicates a needle mechanism failure. Additionally, the patient reported bleeding around the infusion site. The pod was worn between 5 and 24 hours. No impact to the patient's glucose was reported.

Manufacturer narrative:
Per b5, this event is not reportable.

Event description:
After internal review on 24sep2025, allegation does not contain a reportable failure, nor does it include medical intervention or an adverse event